Event description:
Hospital reported that a demipulse generator was not implanted because the setscrew was not functioning. The surgeon was able to put the hex screwdriver through the septum plug, but was not able to tighten or loosen the setscrew. Another generator was implanted instead. The generator was shipped back to manufacturer and is currently undergoing product analysis.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.